Event description:
It was reported that post deployment of a starclose se clip in an unspecified vessel after a diagnostic procedure, the pt reported a rash all over her extremities. The start date of the rash was not specified. At the time of the procedure, the pt did not report an allergy to metal. It was reported that the pt was referred to an allergist by her cardiologist. Treatment of the rash, if any, was not provided. Though requested, no additional info regarding the pt or possible treatment was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.